Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level of approximately 500 mg/dl. Cause of bg level was not known. Customer administered a manual insulin injection in attempt to address the issue prior to going to the ER. Customer was treated with intravenous fluids of saline and insulin while in the hospital. Customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer did not recall additional details regarding the reported event.